Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for suspected pump thrombosis with an inr of 3.0. The patient wsa anticoagulated with aspirin and coumadin at the time of the event. On (B)(6) 2016, transthoracic echocardiogram was performed revealing a closed aortic valve. On (B)(6) 2016 the patient¿s plasma free hemoglobin (pfhg) was 161 mg/dl and the lactate dehydrogenase (ldh) was 725 u/l. The patient was administered tissue plasminogen activator (tpa) and the pfhg was 102 mg/dl and ldh was 407. On (B)(6) 2016, the patient¿s pfhg was 10.3 mg/dl, ldh was 399 u/l. On (B)(6) 2016, the patient¿s pfhg was 19.3 hg and ldh was 309 u/l. On (B)(6) 2016, the patient¿s pfhg was 27.2 mg/dl and ldh was 295 u/l. The patient was discharged with a pfhg of 40 hg and ldh of 267 u/l with an inr of 3.0. The patient¿s new inr goal was 2.5-3.5. Plavix was added to the patient¿s anticoagulation regimen. No additional information was provided.